Manufacturer narrative:
Results: evaluation: reported issue is confirmed. The voice plays but with static. If the nurse call cable is wiggled, the light goes off intermittently at the nurse call test fixture. If the cable is left alone, the light comes on and goes off as it should. A known working nurse call cable and nurse call test fixture was used. Unit passes all other functional tests. (B)(4).

Event description:
The customer reported that when the nurse call option is used, the alarm sounds intermittently at the nurse's station. The customer reported when the alarm does sound there is static heard. The customer did not provide a date when the issue was found. This was discovered during use. No patient incident or injury was reported.